Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, poor illumination was experienced from multiple ports on the system. However, the case was able to be completed using the same system. There was no patient harm reported.

Manufacturer narrative:
Additional information provided. The system was examined and the reported event was confirmed. The company representative cleaned the optics on both ports, to resolve the issue. The system was then tested to verify it was working as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 14, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to debris on the optics of the illuminator module. The manufacturer internal reference number is: (B)(4).